Event description:
It was reported the patient present in the emergency room. The patient received inappropriate shock therapies due to lead noise. Patient has not been seen for 5.5 years. A previous alert for low pacing lead impedance was observed. Lead fracture was suspected but not confirmed. The lead was capped and replaced. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.